Manufacturer narrative:
The reported event was perforation. As received, a catheter was returned in one piece with traces of blood and no device attached. Visual and x-ray inspections of the catheter did not find any anomalies.

Manufacturer narrative:
The reported event was perforation. As received, a catheter was returned in one piece with traces of blood and no device attached. Visual and x-ray inspections of the catheter did not find any anomalies. Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.

Event description:
Related manufacturer reference number: 2017865-2023-42743. It was reported the patient presented for a leadless pacemaker (lp) implant. The lp was fixated into a chosen location without issue. The physician placed the delivery catheter down while electrical values were measured. Once all numbers were verified, the physician picked up the delivery catheter and noticed the orientation was off. Upon correcting the orientation, it was observed the capture threshold increased, and the impedance value and r-wave amplitude worsened. The device was being prepped to reposition when the patient's blood pressure dropped. The lp and catheter were removed, and a pericardial effusion was diagnosed. A pericardiocentesis was performed, code was called, spontaneous circulation was obtained, and maneuvers to stabilize the patient were initiated, including re-performing cardiopulmonary resuscitation. The patient passed away.